Event description:
It was reported that the ventilator generated an alarm indicating a low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a low o2 concentration.the ventilator was investigated on site by our field service engineer. Alarm notification for low o2 concentration confirmed in the provided device logs and photo. Issue resolved by replacing the o2 gas module. Unit was handed over to customer in working condition. However, no part returned for investigation. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).